Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination/did not wear a mask and peritonitis with gram negative organism in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the nurse. On an unreported date in 2011, the patient made a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. At the time of the report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient made mistake/touch contamination/did not wear a mask. The outcome and opinion of causality was not reported for the event of patient made mistake/touch contamination/did not wear a mask.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd883512 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.